Event description:
A low reading issue was reported with the adc device. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) error message even after the customer had taken sugar for treatment. The customer experienced symptoms of tremors, sweating, and muscle cramps, and an emergency doctor was called onsite. The customer was taken to a hospital where a blood glucose reading of ¿over 400¿ was obtained on an unspecified device. The customer was diagnosed with hyperglycemia and administered an unspecified infusion and provided medications for weakness and nausea. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) error message even after the customer had taken sugar for treatment. The customer experienced symptoms of tremors, sweating, and muscle cramps, and an emergency doctor was called onsite. The customer was taken to a hospital where a blood glucose reading of ¿over 400¿ was obtained on an unspecified device. The customer was diagnosed with hyperglycemia and administered an unspecified infusion and provided medications for weakness and nausea. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Section h4 (device mfg date) was updated based on extended investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor was de-cased and visual inspection was performed. Battery legs are not seating correctly on the battery connector. Extended investigation was performed upon the returned sensor and did not observe any evidence of misuses or abnormalities. The patch data was extracted. The returned patch was de-cased and no issues were observed on the patch component or sensor flag. Glucose solution test was performed to check the accuracy test of the returned patch's reading. No significant inaccuracies were observed. No other issues were identified. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) error message even after the customer had taken sugar for treatment. The customer experienced symptoms of tremors, sweating, and muscle cramps, and an emergency doctor was called onsite. The customer was taken to a hospital where a blood glucose reading of ¿over 400¿ was obtained on an unspecified device. The customer was diagnosed with hyperglycemia and administered an unspecified infusion and provided medications for weakness and nausea. No further information was reported. There was no report of death or permanent injury associated with this event.